Manufacturer narrative:
Additional components potentially involved in the event include: common device name: lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000154261.

Event description:
It was reported the patient reported pain in the left leg following the permanent lead implant procedure. As a result, the patient was hospitalized. Investigation was unable to determine which lead was at fault.

Manufacturer narrative:
D2a: common device name added. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.